Manufacturer narrative:
Risk assessment; no product was returned and no lot# or catalog## were provided since the implant is still implanted. Device evaluation and manufacturing and complaint history review could not be performed. The plausible root cause of this event is likely to be fatigue due to the length of implantation.

Event description:
It was reported that; on (B)(6) 2014, 1st revision surgery was performed. Th11-s2ai were fixed. Primary surgery was performed at other hospital. Primary surgery date and the reason of the revision are unknown. After that, l3-s1 were fusion, l3 left screw and both side rod breakage were found. Then, 2 rods are added to th12-l5 and unstable part has been reinforced in 2nd revision on (B)(6) 2016.

Event description:
It was reported that; on (B)(6) 2014, 1st revision surgery was performed. Th11-s2ai were fixed. Primary surgery was performed at other hospital. Primary surgery date and the reason of the revision are unknown. After that, l3-s1 were fusion, l3 left screw and both side rod breakage were found. Then, 2 rods are added to th12-l5 and unstable part has been reinforced in 2nd revision on (B)(6) 2016.